Event description:
Per the clinic, the patient experienced loss of connection to the internal device and the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.